Event description:
It was reported that during the superion indirect decompression (ID) spacer implant procedure the physician heard a noise while deploying the device. He removed the device and confirmed that the spindle cap broke. The physician assessed that there was thick bone, osteophytes, or other obstructions, soft tissue, or bone, causing resistance while performing the sagittal wiggle. It was also confirmed that all broken pieces were removed, and the procedure was completed using a new device. The patient did well post-operatively. The broken device will not be returned for analysis as it was disposed of by the facility.